Event description:
The case was carotid intervention under the (B)(4) study. The physician attempted to advance the angioguard through the lumen of the aviator balloon catheter against resistance, as the balloon catheter lumen was described as being uneven/sticky, which created advancement difficulty. Of note, the balloon catheter never exited the sheath. The physician decided to discontinue use of the balloon catheter, and therefore, attempted to withdraw the balloon. However, there was difficult withdrawing the balloon catheter as well (and this extended the case approximately 5 minutes). The balloon catheter was eventually withdrawn from the cook shuttle sheath without any untoward events to the patient. Of note, another balloon catheter was selected and used with the initial angioguard and there was no resistance, as the wire advanced smoothly with the subsequent balloon catheter.

Manufacturer narrative:
Patient-specific information was requested, but was not available. However, there were no adverse effects to the patient, and the procedure was completed with success. The balloon catheter is available for evaluation and testing. However, it has not been received as of to date. However, any additional information will be submitted within 30 days upon receipt.